Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of 216 mg/dl was experienced and would like to troubleshoot insulin pump. Customer also indicated that a no delivery alarm was received and the display is blank. Troubleshooting found that drive support cap, cannula and settings were normal. Customer declined to troubleshoot the no delivery alarm and will replace the battery and call back when the tubing clamp is received to troubleshoot further. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump and change out reservoir and infusion set as it appears that the pump is performing as designed.